Event description:
Hillrom received a report from a hillrom technician stating the bed nurse call was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hillrom technician found the pcb that connects to the sidecom board needed to be replaced. Per the "hillrom" service manual, perform annual preventive maintenance procedures to make sure all versacare® bed - components are functioning as originally designed. "Examine and test the communication junction box." Make sure the 'sidecom® communication system feature works' correctly. Examine the communication cable, include the male and 'female pins in the plug.' As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. "It is unknown if the facility performs preventative maintenance on their beds." The technician replaced the scale pcb to resolve the issue. "Based on this information, no further action is required."